Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported getting the pain under the pelvis. Patient was asking for right settings as the amplitude should be adjusted to a spot where they could feel a comfortable stimulation sensation in the pelvic floor. Patient decreased it. It was fine for a couple days but then all of the sudden, patient sat down and there was shooting pain that went through him. Patient decrease the amplitude and that helped in eliminating the uncomfortable stimulation. Patient had it at 2.0 currently and it seemed like the pain went away. Patient was advised to consult with doctor for more information and if the issue happened again.